Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/19/2015 with the following findings: one pump reboot event was observed in the black box on (B)(6) 2015 at 15:29. The battery compartment is cracked above and below the bumper pad. Evidence of corrosion observed in the battery compartment. The pump was exercised for 24 hours with no power interruptions being duplicated. The pump failed a leak test due to the battery compartment damage. There was no evidence of internal moisture damage.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (b)(6. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.